Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to deploy. Reportedly, the handle broke and the spring popped out. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device found the clip assembly was not returned with the device. There were kinks at the distal section of the control wire and at the proximal section of catheter. It was also noted that the control wire and the spring were detached from the handle. Additionally, the device showed signs indicating full activation was done and the handle was severely manipulated. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip failed to deploy. Reportedly, the handle broke and the spring popped out. The procedure was completed with another resolution clip device. There were no patient complications reported as a result oif this event. The patient condition at the conclusion of the procedure was reported to be fine.